Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The customer has been recommended to avoid using expired batteries. The device was subsequently returned to the customer. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device was intermittently shutting down. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no report of patient use associated with the reported event.